Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 cervical scs leads with the same lot number. It was reported prior to leaving the hospital after her permanent procedure, the patient began experiencing pain on the right side of her neck regardless of stimulation. X-rays identified the right scs lead had migrated. Subsequently, the scs lead was repositioned on (B)(6) 2013 and the patient is doing "great" and is receiving effective stimulation. Additionally, as of (B)(6) 2013, there were no further reports of neck pain.